Event description:
I was inserting a new dexcom g6 sensor. I pushed the button, but the inserter would not release. I had heard there was a problem and the only way to get it to release was to hit it. I took a large pair of scissors and whacked the inserter about 5 times it finally released. FDA safety report ID # (B)(4).